Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pace impedance greater than 2000 ohms and high pacing thresholds. The physician noticed micro fracture in the bend where the lead had been coiled in the pocket. No additional adverse patient effects were reported.